Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received stated that the patient underwent surgical intervention wherein the entire thoracic system was explanted and replaced. Post-operatively, stimulation therapy was restored in the thoracic system.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2019-13703, 1627487-2019-13704. It was reported that the patient experienced ineffective and complete loss of therapy with the thoracic system. Diagnostics revealed high impedances on all contacts. Surgical intervention may be pending to address the thoracic scs system.